Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient. The noise could be reproduced with isometrics. No intervention was reported.